Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty power supply unit was confirmed. Therefore, it was determined that the reported phenomenon, ¿e102 (lamp goes out)¿ and ¿e103 (lamp lighting failure)¿, occurred because the lighting function of the lamp did not work properly due to faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had an e102 error. The issue was found during the diagnostic gastroscopy procedure, with no delay and completed with the same equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation of the displayed e102 error message was confirmed due to a defective power supply. An additional reportable product malfunction with an error message of e103 was also identified due to the defective power supply. Additional issues were identified during the device evaluation: there were minor cracks on the chassis, minor corrosion on the cable, and paint was peeling off the top cover.   The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.